Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. Additional components potentially involved in the event include: common device name: octrode, model: 3186, UDI: 05415067017246, serial: (B)(6), batch: a000077855.

Event description:
It was reported the patient experienced ineffective stimulation due to high impedances and was unable to set the ipg to MRI mode. Surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was established. Note : it is unknown which lead is related to this issue.